Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the clear ring that goes around the reservoir cracked and the whole thing came off. Customer's blood glucose level was 136 mg/dl. Customer mentioned that the reservoir was not able to lock in place when inserted into the insulin pump. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit not received stuck in manufacturing mode. Unable to perform displacement test due to missing retainer. Unit was received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, severely faded serial number label, slightly stained serial number label, peeling end cap address label and slight corrosion in battery tube.